Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing and that no drops of insulin were seen at the end of the tubing during fill tubing. The customer primed the tubing. The customer changed all the supplies successfully. The customer's blood glucose level was 485 mg/dl and it would be addressed with a bolus.